Event description:
Patient received heparin infusion at home reports cadd solis vip pump started alarming in the middle of the night that pca dose cord was attached and then pca dose cord button stuck. Unable to clear alarm. Pump is not programmed for pca. Patient did not have a pca cord to attach to the pump. Patient called (B)(6) and went to ER. On-call pharmacist came to ER to switch out pump.